Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, during the surgery, the reduction forceps broke. The surgery was completed with no surgical delay. There were no fragments retained in the patient. The patient was reported as stable. This report involves one (1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) medical center. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.